Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) level of 2 mmol/l with no reported additional signs or symptoms associated with an alleged inaccurate delivery. The patient reportedly resumed pump therapy but it could not be determined whether or not the patient received any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) could not be completed due to an unrelated pump issue. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: review of the black box data revealed the last bolus delivery was a 6.0 normal bolus on (B)(6) 2017 at 15:38. The last basal delivery was recorded that same day at 21:38. A call service alarm (069) occurred that same day at 21:41 and delivery was never resumed thereafter. A review of the total daily doses revealed the totals added up to correctly reflect the user¿s programmed basal rate. On investigation, the pump demonstrated an unrelated (non-reportable) issue that prevented the investigation of the alleged inaccurate delivery issue.